Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pieces of jaws frayed during harvest.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "1262" to "1454." A lot history record review was completed for lots 3000346361 and 3000346361 the last 2 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.